Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. No parts were returned to the manufacturer for analysis. On site analysis was not able to reproduce the reported problem. The software was updated and the fluoro and rad gains were calibrated. The system is fully operational.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system would not complete a 3d spin and would stop part of the way through. The site re-booted the system and were able to take a spin. An error message was received reading ¿object reference not set to an instance of an object¿. No patient was present at the time of the event.

Manufacturer narrative:
(B)(4).